Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted; 4574 implantable pacing lead (B)(6) 2012.

Event description:
It was reported that four days after the implant of the right ventricular (rv) lead the patient developed a pneumothorax as observed on x-ray. A chest tube was placed and the patient remained hospitalized. The pneumothorox was resolved. The lead remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.